Event description:
Drive devilbiss healthcare was notified by an end user of an incident involving a pressure prevention mattress, which is intended to be used as one component of a comprehensive, multi-disciplinary pressure injury management program. The end user reported the top cells of the mattress are leaking. The end user has been using the mattress for three months while the bed was leaking. He has reportedly developed a bed sore on his back from laying against the hard bed frame. The end user's home nurse has been treating the wound. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.